Manufacturer narrative:
Steris ast (formally isomedix operations) received medwatch report #mw5071189 regarding mastisol liquid adhesive. The product subject of the medwatch is not manufactured by steris ast. The medwatch report will be forwarded to the manufacturer of the device for purposes of investigation and evaluation for potential medical device reporting under 21 cfr 803.

Event description:
Reference mw5071189.